Event description:
It has been reported to co that during the procedure the guide wire "became stuck" and failed to advance or pull back. It was necessary to remove both the wire and the introducer. There is no report of pt injury. The device is being returned for co's analysis.